Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ffb (fluro functions pcb) coin battery was evaluated and replaced. The srv and ffb software nodes were also reloaded as part of the service event. The system was tested and found to be working as intended and returned to service.